Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow-up, high pacing threshold and a sharp increase in pacing lead impedance was observed. Lead fracture was suspected. Lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(6) 2017.